Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The legal manufacturer reviewed the content of this complaint for further investigation. The legal manufacturer reported that the root cause could not be determined. The legal manufacturer reported that the likely cause for the reported event was the failure of otv-s190's internal circuit boards (ap and dp boards).

Manufacturer narrative:
The device was returned for evaluation. The unit was estimated by electronics servicing tech prior routing the unit to market quality. During the estimation phase, market quality was able to observe a black image on the monitor screen. The unit top cover was opened/removed during the initial testing and there was no sparking observed while the unit is operating. During the inspection, the dvi port on the rear panel was noted to be damaged with the housing and some of the contact pins deformed and a loose scope socket locking lever. In addition, there were 4 (c6n3sz) nuts missing from the ap upper shield unit found during inspection. The units current software is version (B)(4). Further testing, electronics estimation tech removed the ap board (patient board), dp board (video 3f board) and cm board (video 2f board) and replaced with tests ap, dp and cm boards for testing. The unit was tested with a test scope and the image was able to reproduce on the monitor screen. The phenomenon of the reported ¿motherboard is fried and the electronics inside do not work¿ was confirmed which is due to a faulty dp and ap boards. The user also mentioned a light source in the complaint ¿p image processor or light source cvp6002 generation of sparks inside the device¿. The light source was not returned with the otv-s190 to be evaluated and there is no other information regarding the identity of the light model and serial number recorded. The complaint of ¿sparks inside the device¿, was not confirmed during the evaluation as there was no sparking anomaly observed during testing.

Event description:
The service center was informed that during an unspecified procedure, the a generation of sparks were observed inside the device. The motherboard was noted to be fried and the electronics do not compute. It is unknown if the device was inspected and if there was any damage or abnormalities observed. There were no error messages displayed. No parts of the endoscope or accessories touched metal parts of the system components. The intended procedure was able to be completed with an alternative system. The patient or customer was not shocked or burned.